Manufacturer narrative:
After the procedure, the hospital discarded the product. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw would not seal the vessel. The harvester withdrawn the device and noted that one of the jaw was damaged. There was no clarification of how the jaw damaged. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.